Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the home patient stated they saw air spaces in their patient line. The patient was connected to the patient line at the time of the observed air for their initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported air. The technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.